Manufacturer narrative:
**UDI related data quality updates only**.

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the patient is moving and the autopulse platform sn (B)(6) stopped intermittently. Upon follow up, the customer reported the male patient was unconscious and was not on the move. While the patient was lying on the platform, the platform stopped compressions due to the displayed user advisory (ua) 17 (max motor on-time exceeded during active operation) error message. Manual CPR was performed. It is unknown if there was any impact or consequence to the patient.